Manufacturer narrative:
When the investigation is completed philips will inform the FDA.

Event description:
Philips received a complaint from the customer in which they stated that the x-ray tube became detached from the c-arm of the system during an operation with a patient on the table. No patient harm was reported due to this issue,

Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion: the reason this tube fell is that the inserts were pulled out at mounting because of a combination of too high fastening torque and misalignment of the dowels. In this particular case, there were three circumstances that contributed to this issue: though the tube was mounted in 2014, it was produced in 2011 just before the redesigned inserts were introduced in production. Though the fastening torque was changed from 45 nm to 20 ± 2 nm in the instructions in 2011, the service engineer used 45 nm. When the collimator shutter appeared in the image, this was interpreted as a collimator issue and not as a loose tube. Considering the positioning of tubes it is not possible that a patient on the table is hit by a falling tube and it is very unlikely it falls on a bystander. It is obvious that when a tube has fallen it is impossible to continue working on the system, so the main potential hazard would be: ¿delay in treatment.¿ as a rule of thumb we assume that one of every five hundred occurrences of delay of treatment actually leads to a serious injury. Given the probability of occurrence of one more falling tube in the future, this would lead to an acceptable hazard risk. We restrict delivering service information on paper requiring engineers to use the latest electronic version because the paper versions cannot be updated to a later revision all documents are published in electronic format on philips incenter. In all our recent service information workflows we have a chapter ¿before you go to the hospital¿. One of the detailed actions in that chapter is to synchronize the offline media pack to get the latest information. Based on these conclusions no further actions will be taken.